Event description:
Carealert: svc lead impedance warning on (B)(6) 2020; current impedance 191 ohms, rv lead - 0184 guidant lead. Gradual increase in rv defib impedance measurement over time noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).